Event description:
Ous MDR - after an implant duration of about (B)(6) months, it was reported that the patient was admitted to hospital due to a sudden syncope and had to be rescued by external defibrillation. The device could not be interrogated after the incident. As per home monitoring report, the device was working properly some days before the event. Apart from the syncope, no further adverse patient side effects have been reported. The device and associated lead were explanted.

Manufacturer narrative:
Ous MDR.